Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2009. As a result of the procedure, the patient's uterus was perforated. The patient's uterine size was reported as 12.6cm. No other information has been reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.